Manufacturer narrative:
(B)(4). Batch # r58l9l. Per photographic evaluation: one photo was provided. The picture shows an anvil of a device with a green reload loaded. Four unformed staples can be seen stuck in the washer. It is not possible see if the washer is completely cut or uncut. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The cartridge was received void of staples, with the washer uncut and with the knife partially advance. The knife was noted to be damaged. In addition, the returned cartridge was noted to have 4 staples stuck in the washer and the retainer pin coupler was noted to be damaged. Further investigation of the reload showed that the knife sub assembly was noted to be damaged. It is possible that the damaged on the knife sub assembly do not allowed the knife returned to its home position. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified.

Event description:
It was reported that during a rectum procedure, instrument has jammed and could not be triggered. Operation was continued with a new instrument. There were no patient consequences.